Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly, energy storage capacitor and inductive resistor. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed assemblies at the failure analysis center and determined the cause of the failure to be due to a shorted and burnt capacitor, designator c33, on the power supply assembly.the energy storage capacitor and inductive resistor were ancillary parts and there were no failures observed.

Event description:
It was reported that the device failed to power on with ac or dc (battery) power. There was no patient use associated with the reported failure.